Event description:
It was reported that after a short time period of use intravenous infusion lines administering total parenteral nutrition (tpn) fluid in the picu, the devices became occluded. The reporter felt that such occlusion occurred only in one manufacturing lot; when a different manufacturing lot was subsequently used for other tpn infusions, such occlusions did not occur. The reporter felt that, had other medications been included in this infusion, the cessation of flow could have posed a risk.

Manufacturer narrative:
Device evaluation begun, but not yet completed.